Manufacturer narrative:
The device was not returned to physio-control for evaluation. A replacement device was provided to the customer under warranty. As the device was not returned, a cause of the reported issue could not be determined.  Physio-control has initiated a recall for the reported issue on 05/06/2016.  Reference correction/removal reporting number 3015876-05/06/2016-002-c.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
The customer contacted physio-control to report that their device did not provide any voice prompts when the device was powered on. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient. There was no patient use associated with the reported event.